Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged due to twiddling as confirmed through x-ray. In addition, the lead's insulation was damaged. Consequently, the lead exhibited noise, loss of capture and reduced pacing impedance measurements from 800 to 356 ohms with functional undersensing. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.